Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use during a pulsed ablation of atrial fibrillation to treat a paroxysmal atrial fibrillation. While the device was outside of the patient, during introduction, air leakage occurred during pullback. No patient complications were reported. The patient condition following procedure was stable. The device was replaced and the procedure was completed successfully. No bubbles were observed on the patient. The bubbles appeared when withdrawing as the catheter was inserted into the ablation catheter. The device is expected to be returned.